Manufacturer narrative:
The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided. The full name of the initial reporter is: (B)(6).

Event description:
It was reported that during preventative maintenance the cardiosave intra-aortic balloon pump (iabp) it was noticed that the adapter cable and blood pressure transducer were broken. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, e1(site country, event site postal code - (B)(6). The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : no repair information.